Manufacturer narrative:
Irn#: (B)(4). This incident took place in USA. The device subject to the claim has been requested for analysis. The user has so far been unable to determine with certainty which of two possible devices was actually affected. Therefore, two serial numbers were listed (sn: (B)(6). Investigations are ongoing. Final evaluation is being transmitted in final report.

Event description:
Irn#: (B)(4). This incident took place in USA. Once stimulation was started, the patient received what was described as intense shock causing the extremity to move in a violent manner while not near any nerve bundles yet.